Manufacturer narrative:
The device associated with this report was not returned. Previous investigations found the internal thread inserter rod is being used without the outer body shield which prevents the threads from becoming damage and breaking. The provided date code ka0906 indicates the instrument was manufactured in september of 2006. The cause appears to be attributed to misuse and heavy usage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The internal threaded portion on the inserter handle broke in two.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).